Event description:
Healthcare professional reported that a patient was injected in the upper lip with SKINVIVE¿ by JUVÉDERM®, "Patient has 2 small nodules in the area that you cannot see but can only feel; patient was offered to dissolve them, but patient declined because really likes the result. Patient is already on steroids for her previously known lupus". It is unknown if the event is ongoing.

Manufacturer narrative:
Clarification to H.6. Type of Investigation Code: The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.The event is a physiological complication and analysis of the device generally does not assist Abbvie in determining a probable cause for this event.Further information regarding event, product, or patient details has been requested. No additional information is available at this time.This is a known potential adverse event addressed in the product labeling.